Manufacturer narrative:
The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: kink/knot twisted cable. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: the alleged failure "no image at all", is due to kink/knot twisted cable. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the camera head had no image at all. The camera was dropped off. There were no reports of patient harm.